Event description:
It was reported to philips that there was a malfunction with both the focus of the x-ray tube which could impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary treatment procedure was being performed when the issue occurred and was completed as planned by using the second small focus. Customer reported to philips that the x ray large focus was defective. The review of system log files showed large focus was defective. Upon troubleshooting, the fse replaced x-ray lamp, which resolved the issue. However, the issue reoccurred on another day, then the fse decided to replace the x ray tube. The supplier's part analysis conclusively determined the cause of the x ray tube failure was due to normal wear and tear, blown large filament. To resolve the issue, the fse replaced x ray tube and performed necessary calibrations and adjustments in the current case, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete the procedure on same system as planned by using the second small focus. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.